Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and other manufacturer's right ventricular (rv) lead system exhibited noise which caused stored ventricular tachycardia (vt) episodes. Noise and pauses lasted for two to three seconds as reported. The field representative thought that the source was electromagnetic interference (emi) and boston scientific technical services (ts) agreed that it looked like emi as most of the episodes were occurring during the same time frame on the same day. Additional information received that source was still unknown at this time. The system remains in service. No adverse patient effects were reported.